Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in delivery of an inappropriate shock as well as storage of an untreated episode. The noise was suspected to be related to myopotentials. Technical services (ts) recommended finding out what the patient was doing at the time of the episode, and discussed troubleshooting options. Surgical intervention was undertaken. The s-ICD and electrode were abandoned and a transvenous implantable cardioverter defibrillator (ICD) system was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in delivery of an inappropriate shock as well as storage of an untreated episode. The noise was suspected to be related to myopotentials. Technical services (ts) recommended finding out what the patient was doing at the time of the episode, and discussed troubleshooting options. Surgical intervention was undertaken. The s-ICD and electrode were abandoned and a transvenous implantable cardioverter defibrillator (ICD) system was implanted. No additional adverse patient effects were reported. It was reported that surgical intervention was later undertaken. This electrode and s-ICD were explanted. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in delivery of an inappropriate shock as well as storage of an untreated episode. The noise was suspected to be related to myopotentials. Technical services (ts) recommended finding out what the patient was doing at the time of the episode, and discussed troubleshooting options. Surgical intervention was undertaken. The s-ICD and electrode were abandoned and a transvenous implantable cardioverter defibrillator (ICD) system was implanted. No additional adverse patient effects were reported. It was reported that surgical intervention was later undertaken. This electrode and s-ICD were explanted. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.